Event description:
Hill-rom received a report from the account stating the brakes were not holding when engaged. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the end brake rod backed out of brake bar due to broken a brake bar spacer. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the brake bar spacer to resolve the issue. Based on this info, no further action is required.